Event description:
It was reported that while in the operating room, the md inserted sheath via femoral artery. The clinician prepped the intra-aortic balloon (iab) per instruction, and the md inserted it through the sheath. The iab prematurely unwrapped while being inserted into the sheath. As a result, the md removed the sheath with the iab as one unit. Another iab was inserted with success. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.